Manufacturer narrative:
Product analysis: analysis was able to confirm the reported stylus and cursor misalignment issue. The connection between the overlay and the printed circuit board (pcb) was reseated. Analysis also noted that the left hand keyboard hinge was broken, the programmer was missing the stylus, and the rear display cover was damaged. All found defective parts were replaced, the stylus was calibrated, and all other identified issues were resolved. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was not calibrated appropriately. The user replaced the stylus but the issue persisted. The programmer was returned for service. There was no patient involvement.